Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well image in question on (B)(6) 2016, and that test well image appeared visually positive.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument on (B)(6) 2016.